Event description:
A (B)(4) distributor contacted zoll customer support to report that an unknown (B)(6)patient's monitor displayed a service code 204 (belt/monitor unusable). The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204 (belt/monitor unusable) has been confirmed. Upon investigation the electrode belt failed an incoming functional test, the trunk cable was pulled and the trunk cable connector j702 on the distribution node pca board was damaged. The test failures and service code 204 were caused by the damage to the trunk cable connector j702 on the distribution node pca board. The root cause for the damaged cable and connector could not be positively identified, but the damage was likely caused by excessive force on the trunk cable. No adverse event resulted from the damaged cable. The patient received a replacement electrode belt.